Event description:
Following a stent procedure, an angio-seal device was placed in a pt's right groin. Immediately following deployment bleeding was noted, and manual pressure and a femostop device were applied with control of the bleeding. The pt returned to the lab for st-t changes; the pt's pressure was noted to have dropped, therefore they were placed on dopamine and given 2 liters of fluids. As the pt's hematocrit was noted to have dropped, the pt was transfused with two units of packed red blood cells. An angiogram was performed which showed a clean femoral artery with no problem with flow to the right extremity. An ultrasound was performed which did not find evidence of a retroperitoneal bleed; the pt was found to have 2 coffee gound emesis which could have accounted for the blood loss. The pt stabilized and remained hospitalized for five days following the original stent procedure and was discharged home on 11/29/1997.